Manufacturer narrative:
The insulin pump was received with loose/protruded drive support disk, cracked battery tube threads and cracked reservoir tube lip. Compromised force sensor system alarm during basic occlusion test due to loose/protruded drive support disk. Pump passed idle current test, run current test, displacement test and rewind. Unable to perform self test, off no power test, unexpected restart error test, occlusion test, prime test and excessive no delivery test due to compromised force sensor system alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump would not exit the preparing to prime loop and insulin squirted out if the tubing during manual prime and pumped error alarmed. The customer¿s blood glucose was 180 mg/dl at the time of the incident. The customer states the pump received multiple error messages, insulin is squirting out during the manual prime process. Customer states pump is stuck on rewind complete/ bolus delivery loop. During trouble shooting the customer indicated the drive support cap was protruded. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.